Event description:
Several departments reportedly experienced a number of incidents in which blood backed up into the tubing. As of the time of this report, the experience could not be confirmed in discussions with ICU nurse or risk management. However, in one incident an estimated blood loss of 30 cc's occurred but no pt ill effects were sustained. The IV tubing was cracked at the y-port, the site through which the blood leaked. During further exam of the tubing (by hosp personnel), the tubing snapped into two pieces easily.